Manufacturer narrative:
The tech took pressure off the hydraulics by lifting the head while pressing the head down button. All functions work.

Event description:
Info received indicates the head of the bed will not go up or down and it is making a grinding noise.